Event description:
It was reported that during procedure, the fiber glass tip broke after 1.8 joules and 24 hertz. There were no fiber fragments fall inside the patient. The procedure was completed with the another fiber and another console without patient complications.

Event description:
It was reported that during procedure, the fiber glass tip broke after 1.8 joules and 24 hertz. There were no fiber fragments fall inside the patient. The procedure was completed with the another fiber and another console without patient complications.